Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that about two years ago, they had started experiencing urinary tract infections (utis) however the patient said they were symptomatic and said that it hadn¿t been discovered until the patient hadn¿t been feeling well and they would go to the emergency room (ER) and they were told that they had a uti and that they were already septic. The patient stated that they had been hospitalized for sepsis (due to uti) twice. The patient said that they have had ultrasounds and CT scans and that they hadn¿t determined the cause yet. The patient was told that they were retaining about 40% of urine and they were directed to use the catheter however they stated that they had issues trying to use the catheter. The patient noted they did have 50% improvement in their bladder incontinence, which was the original reason for their implant. Patient services reviewed therapy information including possible mechanism of action and general programming guidance, including general information about programs. The patient had requested MRI compatibility due to the fact that they fell and had broken some vertebrae (not alleged to be related to the device/therapy,) and the patient mentioned that they had been inadequately trained under anesthesia. Patient services explained to the patient the importance of monitoring and tracking and the patient was going to adjust their settings and then monitor and track the results. The patient was also going to contact their health care professional (hcp) to find out what the process was for scheduling a reprogramming appointment. In addition to their current therapy, the patient noted other medical history, including that prior to implant, they had the in-office ankle treatments which had helped a lot.